Event description:
Patient has osteporosis and hypothyroidism. Colles fracture underwent closed reduction with k-wires. The fracture collapsed. This was potentially compounded by the patient's comorbidities.